Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and two suprarenal aortic extensions. The patient came in emergently with abdominal pain and computed tomography (CT) showed a type 1b endoleak coming from the right iliac limb. The physician elected to implant an ovation limb extension to seal the leak. The patient is reported to be doing well.